Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized twice in four months, once on (B)(6) 2015 and again on (B)(6) 2015 for high blood glucose of 400 mg/dl to 600 mg/dl. No further details given.